Event description:
A 57mm anterior synthes plate, implanted at c3 in 1998, was noted as broken in 2000 with retraction of fixation screws. Plate and screws were removed in 2000 and a failed fusion of c4/c5 was noted.